Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d10.

Event description:
N/a.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm during use, it was resolved with the iab fill key. Cardiosave that heparin was spilled all over it during use. This caused the pump to shut down. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: h6-(medical device problem code, investigation findings code, investigation conclusion code), h11. Updated fields: b4, g3, g6, it was reported by the customer during a call with the emergency support program that the cardiosave intra aortic balloon pump (iabp)heparin was spilled over the unit, causing the pump to shut down. The patient was switched to another pump, with no harm reported. The cause of the spill is user error; the cause of the shutdown is inadequate protection against fluid ingress; this is being addressed in capas 203436/273003.

Event description:
N/a

Manufacturer narrative:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) heparin was spilled over the unit, causing the pump to shut down. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The patient was switched to another pump. The customer contacted esp reporting an autofill failure alarm. The customer stated the patient had recently been placed on this pump after the initial pump was removed from service due to the heparin spill. Esp personnel asked the customer to confirm whether the helium tank indicator was green, which the customer confirmed. Esp personnel then instructed the customer to open the helium tank by turning the valve to the left to verify that it was fully open.the customer initially turned the yoke and heard a brief hissing sound, immediately closed it, and then reopened the tank.the indicator showed a lower amount of green on the screen, but the pump was able to fill and start. While esp personnel was collecting product surveillance information, the pump alarmed gas loss. The customer was instructed to verify that there was no blood present in the helium tubing. Esp personnel indicate to the customer to press the iab fill key for 2 seconds, press start and verify there was still no blood in the helium tubing. Four minutes later, the pump alarmed gas loss again. Esp personnel instructed the customer to double-check all connections and use the fill key once more. The customer denied any blood and the pump restarted. The pump then generated a low helium alarm. While esp personnel continued to gather product surveillance information, the pump alarmed for gas loss a third time.esp personnel indicate to the customer to decrease the augmentation by 2 bars, as no additional pumps were available for the patient. Esp personnel also recommended replacing the helium tank as a precaution. A few minutes later, esp personnel spoke with the customer again and confirmed that the helium tank had been successfully changed. The customer reported no blood in the helium tubing and no additional alarms at that time. Esp personnel checked back at 9:15 am. The customer mentioned they experienced 1 gas loss alarm since the last conversation; however, it was resolved by using the iab fill key.

Event description:
N/a.